Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances and fractures. Patient also was experiencing a shocking feeling with position changes.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7084986, UDI: (B)(4).